Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed between the transfer set spike and the tsunagu cap kit. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced to continue treatment. There was no allegation towards the cap kit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a hair between the disconnect cap and uv spike. The reported issue was verified. The direct cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.